Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and passed. Transmitter functional testing get version was performed and passed all relevant testing. Performed share tool data log review and the reported event of a loss of connection was not confirmed via data. The patient's complaint was not confirmed because the transmitter passed all relevant testing. The probable cause could not be determined. As the reported allegation was not found. No additional event or patient information is available.